Event description:
Patient reported that they were seen by their dentist and provided a letter of recommendation. The dentist states: I do not believe that the patient is a good candidate for the aligner therapy at this time due to the existing status of their periodontal health. The patient has been diagnosed with gingivitis previously and their periodontal health was not stable prior to starting byte treatment. The patient's periodontal health has worsen since beginning byte treatment based on calculus levels, gingival bleeding and increasing probing depths. The patient was advised to discontinue byte treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.